Event description:
It was reported that during the implantation procedure, the guide wire became stuck within the left ventricular lead and could not be moved in any direction. The physician removed the lead and implanted a competitor lead to complete the procedure. The patient was recovering.